Event description:
The hcp reported misprogramming a patient. The patient was changed from a simple continuous dose to complex continuous dose, but the duration was put in as 12 hours instead of 24 hours. "Therefore, patient got twice daily dose. However, patient was displaying symptoms of withdrawal." A follow up report will be sent when additional information is received.

Event description:
Add'l info from the hcp reports the pt was having botox injections in their legs and was experiencing pain at the injection sites. The pt was also experiencing some lack of effect of the lioresal and was treated with supplemental oral medications, heat, and stretching and the itb dose was increased 10%. The pt is reported by the visiting nurse to be doing well.